Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The threads on the tip of the device were fractured off and were not returned. The device also had numerous abnormal nicks and gouges on the shaft from impacts. The device was manufactured in 2011 and exhibits signs of extensive wear/usage. The tip fracture is most likely due to impact forces. If during impaction sufficient side loads are transferred to the tip of the device, a mechanical overload or fatigue fracture can occur. Additionally, if the tip is damaged due to such impact forces to the extent that it influences connection to the hip stem, there may be difficulty when trying to remove the device from the implanted stem and the device may fracture during removal. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The affected stem impactor rod was not returned for evaluation. A clinical evaluation noted that without the requested clinical information a root cause for the broken component could not be determined. However, the procedure was complete without delay, and no alleged harm to the patient. Since the reported retained foreign body is neither bio-inert nor approved for implantation; the future impact to the patient cannot be determined. No further clinical/medical assessment is warranted at this time. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported a malfunction in which the threads of the stem inserter broke off while still threaded into the stem during impacting. The threaded portion of the inserter was unable to be removed and is still threaded into the stem.